Event description:
The pt was being transferred to an emergency transport helicopter. The impact emv+ portable ventilator was turned on to begin support of the pt and the device was reported to "sound like it booted up but there was no display or ventilations". The device was not able to be used to support the pt and the pt was manually ventilated for the transport (time was not noted by the end user). The end user reported there were no adverse events to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the device malfunction caused the need for manual back-up ventilation. This event is being submitted as a serious injury event because the use of back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and, though intermittent, the device malfunction was confirmed. Replacement of the cpu board resolved the issue within the device. Root cause analysis on this pcb is ongoing at this time. Device calibration, burn-in and output testing were performed. The unit was returned to the end user after it tested within specification.